Event description:
It was reported the patient had complained that only 90% of his pain had been covered by the scs system stimulation; the patient expected 100% coverage. The sjm representative met with the patient for reprogramming but was unable to obtain full bilateral coverage. It was reported the patient was scheduled for a CT scan, and will work with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.